Manufacturer narrative:
The unit was returned for evaluation on 09-mar-2026. There is no confirmation for the return reason of sensor issue. Compressor had low flow, which is possibly due to worn seals and debris inside the compressor. Feed waste manifold failed for valve stuck due to debris inside the valves.

Event description:
It was reported that the patient's unit was not outputting any oxygen. As a result, emergency services was called by the patient's neighbor and the patient was hospitalized. The patient has been discharged and they are back home. A replacement unit was sent to them and it is working well.